Event description:
It was reported that there was sudden and rapid decline in battery voltage, and the device was found at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Telemetered battery voltage 1.74v and daily measurement 2.81v. Evaluation summary: (B)(4) preliminary analysis revealed a real time telemetry battery reading of 1.74v and functional testing battery voltage measured 2.31v. The incorrect real time telemetry battery voltage measurements are the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Reference performance code applied to returned line item. Telemetered battery voltage 1.74v and daily measurement 2.81v. Analysis of the device is in process; the results will be forwarded when available.